Event description:
Same case as MFR #: 2134265-2012-04052. It was reported that post a stenting treatment procedure, a dissection occurred. In (B)(6), 2006, the patient presented with acute chest discomfort and an EKG consistent with anterior st elevated myocardial infarction. Angiography found the lad stents to be 100% occluded with "fresh" thrombus. A 2.5x20mm maverick balloon was used to dilate the lesion. Timi 2.5 ¿ 3 flow was obtained. Four passes with a non-bsc catheter were made to extract the thrombus. Inflations with a 3.0x15mm balloon were made along the length of the stented area. Timi 3 flow was obtained. However a "fair" amount of thrombus remained. There was a small section distal to the stent, previous area of spasm, that appeared to have either a dissection or ruptured plaque. A 2.75x8mm liberte stent was implanted in the area of the "dissection", inflated to 12atm. A mild amount if haziness remained. The patient was chest pain free and stable. Medications given included: heparin, reopro, adenosine, and integrilin. The patient was prescribed plavix and aspirin. In (B)(6), 2006, the patient presented with recurrent chest pain. Angiography found the mid lad stents are patent. The distal portion of the lad is small. The patient is to continue medical therapy with ongoing management.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).